Event description:
"Leaking oil" was stated on the repair order. On follow-up with the hospital, the hospital representative stated that the surgeon noticed their gloves were oily during the beginning of the case. They immediately went to a backup motor. There was no pt injury.